Event description:
A failure code 814:01. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the baxter service event. Customer stated incident occurred before use.